Event description:
Boston scientific received information that this atrial lead became dislodged. A revision procedure was performed; the lead was removed and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.